Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer was then transported to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 38 mg/dl. Customer lost consciousness and suffered from convulsions as a result of the low bg. Customer's mother administered a glucagon injection to attempt to treat bg and customer was treated with intravenous fluids of saline and insulin while hospitalized. Reportedly, the customer was released on february 24 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set. Customer reverted to an alternate method of insulin therapy until further training on use of the pump was completed.